Event description:
The customer stated she was hospitalized for low blood glucose levels and an apparent panic attack. Prior to the hospitalization, the customer stated she accidentally primed a large amount of insulin into her body after getting an alarm on the insulin pump. The paramedics were called to the customer's home and the customer was taken to the hospital as the customer had lost consciousness.

Manufacturer narrative:
The insulin pump was unable to prime and also gave an alarm during the prime test. Unable to troubleshoot further due to the prime anomaly.